Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer performed a manual insulin injection to address the elevated bg and then changed out supplies to resolve the issue.